Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the patient was agitated trying to get out of bed, clonidine given to help. Once a bit more settled, arterial blood gas measurement was done which showed a co2 of 13.6, which was escalated to the nurse in charge and the ICU doctor. He decreased peep down from 10.0 to 5.0. Patient appeared to be settled. A few minutes later, the patient started to desaturate to 84%, escalated to doctors, started to bag the patient and o2 saturation went up to 100%. Changed back to ventilator but not having good o2 saturation, plus gcs dropped to 3. ICU consultant reviewed, bagged again as patient was desaturating and getting into apnea. Started on propofol as not synchronizing with the ventilator, blood pressure started to drop, so started on metaraminol. As consultant was re-bagging patient, she felt something was wrong, so ICU consultant changed to oxylog, and the patient was settled and synchronized well with the new ventilator. No further injury has been reported.

Manufacturer narrative:
For the investigation the log file was analyzed. No device failure was found. The log file shows several ventilation related alarms which point towards a difficult patient situation. The medication is likely given in response to the patient situation. The alarm "peep high" was generated frequently, reasons for this are a high resistance in the airway system for example caused by condensation or inappropriate settings. In case the pressure exceeds a certain limit the device would open the airway system in order to release gauge pressure. The device behaved as specified for the set-up and configured settings, and generated the appropriate optical and acoustical alarms for the patients¿ situation.

Event description:
Plese see initial report.